Event description:
As reported, approximately 8 years post op the initial left tka, this 76 y/o female patient was revised due to poly wear, insert revised. Patient was last known to be in stable condition following the event. Device's are not returning, disposed of by the hospital.

Manufacturer narrative:
Pending evaluation concomitant medical products: femoral component cr, porous size 4, l, category#: 02-010-04-0240, serial#: (B)(4), three peg patella, 38mm, category#: 200-02-38, serial#:(B)(4), cemented finned tray 4f/3t, category#: 200-04-43, serial #: (B)(4).

Manufacturer narrative:
Section h10: (h3) the reason for the revision cannot be confirmed from the information provided, but may be due to prosthesis wear as reported, patient conditions, or inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear could not be confirmed as no images or radiographs were provided and the devices were not available for evaluation. Section h11: *the following sections have corrected information: (h6) component code: 734, bearings.